Event description:
The pump was pulled loose during a refill visit 2 yrs ago. The problem required surgery to repair the issue. The pt is currently without an hcp to fill the pump. The refill date was 3 weeks away at the time of the report. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).